Manufacturer narrative:
Initial reporter phone #: (B)(6). Results - one customer returned sample was tested. The sample was hand activated to evaluate defective locking of the safety shield. The lock out feature engaged appropriately and no breakage, full or partial, was identified. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the safety shield of a 22 g x 1.25 in bd eclipse¿ blood collection broke when being activated. There was no report of injury or medical intervention.